Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. B74107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included type I diabetes mellitus with ketoacidosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), infection ("infections"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and seizure ("seizures"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea and seizure outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received. Events alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, mental disorder, nausea, , seizure, urinary tract disorder, vaginal haemorrhage vaginal infection are added. Lot number added. Lab data updated. Concomitant conditions are added. Product, patient & reporter information updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menstrual disorder and infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered infection, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. B24107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included post-traumatic stress disorder. Previously administered products included for an unreported indication: insulin. Concurrent conditions included type I diabetes mellitus with ketoacidosis, vaginal itching, vomiting, type 1 diabetes mellitus, cervicitis and adenomyosis. Concomitant products included colostrum, insulin, lamotrigine (lamictal), lithium and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), infection ("infections"), alopecia ("hair loss"), seizure ("seizures") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy,/ enterolysis). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea, seizure, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2010: preoperative diagnosis: menorrhagia, pelvic pain. Pathology reports: diagnosis: 'uterus, hysterectomy: cervix- cervicitis, reactive squamous metaplasia, negative for dysplasia endometrium-adenomyosis negative for malignancy. Impression: satisfactory location of both, the right and left. Essure tubal devices. ' tubal occlusion category two for· the right fallopian tube and ,category one for the left fallopian tube what did your healthcare provider tell you about your results? Her fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event abdominal pain was added. Lot number was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. B74107 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post-traumatic stress disorder. Previously administered products included for an unreported indication: insulin. Concurrent conditions included type I diabetes mellitus with ketoacidosis, vaginal itching, vomiting, type 1 diabetes mellitus, cervicitis and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), infection ("infections"), alopecia ("hair loss"), nausea ("nausea"), seizure ("seizures"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy,/ enterolysis). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea, seizure, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2010: preoperative diagnosis: menorrhagia, pelvic pain pathology reports: diagnosis: 'uterus, hysterectomy: cervix- cervicitis, reactive squamous metaplasia, negative for dysplasia endometrium-adenomyosis negative for malignancy impression: 1. Satisfactory location of both, the right and left. Essure tubal devices. ' 2. Tubal occlusion category two for· the right fallopian tube and ,category one for the left fallopian tube most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. B24107-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included post-traumatic stress disorder, multigravida and parity 3 (B)(6)1997, (B)(6)1998, (B)(6)2002). Previously administered products included for an unreported indication: insulin. Concurrent conditions included type I diabetes mellitus with ketoacidosis, vaginal itching, vomiting, type 1 diabetes mellitus, cervicitis and adenomyosis. Concomitant products included colostrum, drospirenone + ethinylestradiol (ocella), insulin, insulin degludec (tresiba), lamotrigine (lamictal), lithium and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish") and vomiting ("vomiting"). In (B)(6)2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), infection ("infections"), alopecia ("hair loss"), seizure ("seizures"), abdominal pain ("abdominal pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy,/ enterolysis). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea, seizure, depression, anxiety, post-traumatic stress disorder and vomiting outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage, vaginal infection and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Pathology test - on (B)(6)2010: preoperative diagnosis: menorrhagia, pelvic pain pathology reports: diagnosis: 'uterus, hysterectomy: cervix- cervicitis, reactive squamous metaplasia, negative for dysplasia endometrium-adenomyosis negative for malignancy. Impression: 1. Satisfactory location of both, the right and left. Essure tubal devices. ' 2. Tubal occlusion category two for· the right fallopian tube and ,category one for the left fallopian tube what did your healthcare provider tell you about your results? Her fallopian tubes were blocked.. The reported lot number b24107 is not valid. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. Event:post-traumatic stress disorder , vomiting were added. Event outcome were updated. Concomitant drugs were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. B24107-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included post-traumatic stress disorder, multigravida and parity 3 ((B)(6) 1997, (B)(6) 1998, (B)(6) 2002). Previously administered products included for an unreported indication: insulin. Concurrent conditions included type I diabetes mellitus with ketoacidosis, vaginal itching, vomiting, type 1 diabetes mellitus, cervicitis and adenomyosis. Concomitant products included colostrum, insulin, lamotrigine (lamictal), lithium and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 12 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), nausea ("nausea"), depression ("psychological or psychatric problems: depression") and anxiety ("psychological or psychatric problems: mental anguish"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), infection ("infections"), alopecia ("hair loss"), seizure ("seizures") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy,/ enterolysis). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea, seizure, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2010: preoperative diagnosis: menorrhagia, pelvic pain pathology reports: diagnosis: 'uterus, hysterectomy: cervix- cervicitis, reactive squamous metaplasia, negative for dysplasia endometrium-adenomyosis negative for malignancy. Impression: satisfactory location of both, the right and left. Essure tubal devices. Tubal occlusion category two for· the right fallopian tube and ,category one for the left fallopian tube what did your healthcare provider tell you about your results? Her fallopian tubes were blocked. The reported lot number b24107 is not valid. Most recent follow-up information incorporated above includes: on 17-jan-2019: update of information (batch is not valid). Product technical compliant. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) (batch no. B74107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included post-traumatic stress disorder. Previously administered products included for an unreported indication: insulin. Concurrent conditions included type I diabetes mellitus with ketoacidosis, vaginal itching, vomiting, diabetes mellitus, cervicitis and adenomyosis. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), infection ("infections"), alopecia ("hair loss"), nausea ("nausea"), seizure ("seizures"), depression ("psychological or psychatric problems: depression") and anxiety ("psychological or psychatric problems: mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic assisted vaginal hysteroscopy,/ enterolysis). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, mental disorder, menorrhagia, vaginal infection, female sexual dysfunction, dyspareunia, dysmenorrhoea, vaginal haemorrhage, bladder disorder, urinary tract disorder, infection, fatigue, alopecia, nausea, seizure, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, mental disorder, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion (B)(6) 2010: preoperative diagnosis: menorrhagia, pelvic pain pathology reports: diagnosis: 'uterus, hysterectomy: cervix- cervicitis, reactive squamous metaplasia, negative for dysplasia endometrium-adenomyosis negative for malignancy impression: 1. Satisfactory location of both, the right and left. Essure tubal devices. 2. Tubal occlusion category two for· the right fallopian tube and ,category one for the left fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events depression, anxiety are added. Lab data updated. Onset of events added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.